Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but part remains in the patient and cannot be returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of adverse effects like foreign body and allergic-like reactions as well as infections both deep and superficial to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that on (B)(6) 2013 patient had an acl reconstruction using hamstring tendons and a poster lateral corner reconstruction. On (B)(6) 2015 patient came in with complaint of pain over tibial screw incision. MRI was performed and showed a cyst formation around the screw. Revision surgery took place on (B)(6) 2015 during which time the cyst was found located where the screw had been implanted. Surgeon used a curette to clean out the tunnel where the screw was. There were some very fine particles of the bio-composite material but nothing that could be grabbed and picked out. There were fine particles mixed in the cyst fluid. No devices were implanted during the revision.